Event description:
It was reported that a pump declared an altitude alarm. There was no information provided regarding the impact on the customer's blood glucose level. The customer was able to resume insulin use with the original cartridge after receiving tips from technical support on preventing altitude alarms.